Event description:
On 10/14/2024, it was reported by a sales representative via email that the implant got stuck in an ar-3638dhc disposable kit for knotless hip fibertak. The anchor got stuck and could not come out. A new anchor was used to complete the case. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
Additional information received on 10/25/2024: the sales representative has reported that the ar-3636h self bunching 1.8 knotless hip fibertak inserter got stuck in the ar-3638dhc disposable kit. The case was completed using a new ar-3638dhc disposable kit and the ar-3636h self bunching 1.8 knotless hip fibertak was able to be implanted.